Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited corrosion on cable, minor stains under light guide cover glass, no image and low light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of stain under light guide cover glass could not be established, whereas the most probable cause of additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.